Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise via decreased intrinsic amplitudes. Technical services reviewed the electrograms and advised the clinic to run the auto setup feature again to check for a good sensing vector. There were no additional adverse patient effects. The system remains implanted.